Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 15mm amplatzer septal occluder was selected for implant to treat an atrial septal defect (asd). The occluder was implanted. On (B)(6) 2025 a small aorta to left atrium shunt was observed. An aortography confirmed a 0.5mm shunt caused by erosion of the aorta with the left atrial disc of the occluder. On (B)(6) 2025 the occluder was surgically explanted and the asd was surgically closed. The patient status was stable.

Manufacturer narrative:
An event of patient-device incompatibility (tissue erosion) and patient device interaction problem (residual shunt) was reported. Imaging was received from the field and a cine review was completed stating: "fluoroscopy imaging provided of implant and follow up. Aorta angiography shows close proximity of occluder to aorta but unable to visualize the small shunt." A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, a cause for the reported residual shunt and tissue erosion could be related to anatomical circumstances, however this could not be confirmed. The event of a prolonged hospitalization and surgical intervention of removal of the device and closure of the asd, was likely a cascading effect of tissue erosion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 15mm amplatzer septal occluder was selected for implant to treat an atrial septal defect (asd). The occluder was implanted. On (B)(6) 2025 a small aorta to left atrium shunt was observed. An aortography confirmed a 0.5mm shunt caused by erosion of the aorta with the left atrial disc of the occluder. On (B)(6) 2025 the occluder was surgically explanted and the asd was surgically closed. The patient status was stable.